Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplöantitis following bone loss and implant instability. Material analysis was not possible, dentist discarded product. Product was not returned fracture was caused by mechanical overloading caused by bone loss from periimplantitis.

Event description:
Implant fracture.